Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off of the sheath tube. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The remainder of the broken piece of ceramic was not returned with the unit. The balance of the instrument is in good physical shape with some signs of normal wear and fear. Since the broken piece of ceramic tip was not returned, the exact cause of the breakage cannot be determined. Due to the fact that proximal portion of the tip remained securely glued in the tube, the cause of this failure is determined to be caused by misuse/ mishandling. Potential causes of the misuse and breakage are included in the following assessments obtained from a search of prior customer returns: exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Applications of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Dents or other damage to the steel tube are indicators often observed with this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual. Dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of damage to the ceramic tip can result in either complete separation of the tip or possibly chips or cracks in the tip that will lead ultimately to failure during subsequent handling or use.

Event description:
The user facility reported that during a therapeutic transurethral resection of the bladder neck, the plastic tip of the resectoscope broke off inside the pt's urethra. All pieces were retrieved. The user facility reported there was no pt injury.